Event description:
During the procedure in the right pedal area, they were withdrawing the catheter and wire (cxi 018 x90) and the tip broke off in the pt. The md was unable to retrieve it and had to take the pt to surgery for a r below knee popliteal to dorsalis pedis artery bypass.